Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, it was observed that the lens was not properly released by the injector system. It remained stuck inside the cartridge/injector. Additional information was requested and received stating that the procedure was completed on the same day. There was no patient harm

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).